Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "please be on the look-out for this pump to test: (B)(4). Unable to check pump dosing weight. Not a viable selection. Asked all rn's on the floor as well as rn's on other units. Called pharmacy for help. Asked other rn's on previous days. Heparin drip running, our rn at the bedside on nights realized that the ml's running did not match the rate in the (B)(4). This is shown on the second screen after hitting the "edit" button. The rate says 23 units from the initial screen and the "edit" screen, but the ml's/hr was not accurate with the (B)(4). Pump dose higher than ordered in (B)(4) (weight was the patient weight and not the dosing weight). Pharmacy consulted, unable to help with the pump. Aprn contacted and dosing rate changed to pump rate (not dosing rate in the (B)(4)). Pump treatment information:na. Type of drug:heparin. Delay in therapy:unknown. Need for medical intervention:no. Patient involved: yes. Human harm: unknown."